Event description:
According to the reporter: the clips came out by two and fell inside the surgical cavity. The operator didn't keep count of the clips that came out of the device so it is unk if the clips were removed. Surgical time was not extended by more than thirty minutes and the incision was not extended. The procedure was ended with threads, in order to correct the problem. There was no ill effect to the pt.

Manufacturer narrative:
(B)(4).